Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 530 mg/dl. No action was taken to address bg and insulin delivery was resumed.